Event description:
It was reported: the pt received a blister which later opened requiring suturing to close.

Manufacturer narrative:
The blister area occurred directly over the site of an intradermal (wheal) injection (stick site) of a 50% mixture of 1% lidocaine with epinephrine and 2% lidocaine plain. Ulthera's IFU states: contraindications: the ulthera system is contraindicated for use in pts with open facial wounds or lesions.